Event description:
It was reported that the biomed would like to send the arctic sun device in for 2000-hour preventive maintenance. Mis call from (B)(6) 2024, they were cooling a patient using arctic sun device. Therapy started around 11am during day shift. Now they were getting alarm 02 (low flow), flow rate (fr) was 0lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 100 percentage, pump hours were1701.4, system hours were 1978.6. Stopped therapy, emptied and disconnected the pads. Placed device in manual mode flow rate (fr) was 0lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 44 percentage. Asked nurse to tag device for biomed labeled with no flow, duration 12:26. Walked nurse through adjusting the duration so when they change devices they can pick up where they left off with this device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The device was evaluated upon receipt. Received multiple alert 41's in decontamination. No flow was reading, flow observed through shunts. Flow very low and reading as zero on the device. Alarm 02 due to circulation pump issues. Serviced circulation pump. A 2000-hour pm was completed on the device. Serviced the mixing pump and replaced the heater and both manifold o-rings as part of the pm. The arctic sun stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed would like to send the arctic sun device in for 2000-hour preventive maintenance. Mis call from (B)(6) 2024, they were cooling a patient using arctic sun device. Therapy started around 11am during day shift. Now they were getting alarm 02 (low flow), flow rate (fr) was 0lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 100 percentage, pump hours were 1701.4, system hours were 1978.6. Stopped therapy, emptied and disconnected the pads. Placed device in manual mode flow rate (fr) was 0lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 44 percentage. Asked nurse to tag device for biomed labeled with no flow, duration 12:26. Walked nurse through adjusting the duration so when they change devices they can pick up where they left off with this device. Per follow up information received via phone on 10oct2024, it was reported that based on clinical notes, patient used alternative means of temperature control, sample received.